Event description:
Clinic notes dated (B)(6) 2013, indicate the patient experienced a worsening of seizures and change in seizures. The notes also state the patient has drop seizures, with left arm out. Diagnostics showed the ifi (intensified follow-up indicator) flag and indicate the lead is ok. Replacement surgery is likely, but has not occurred to date. Follow up with the physician found that both the increase in seizures and change in seizure pattern were first observed in (B)(6) 2013. The change in seizure pattern is believed to be anxiety related and the vns battery is believed to be related to low output from the vns battery based on the ifi flag. It was unknown what the relationship of the increased seizures were to pre-vns baseline levels. All of the patient's seizure types have increased. No causal or contributory programming or medication changes were attributed to the increase in seizures, though it is unknown if they contributed to the change in seizure pattern. Replacement surgery is likely, but has not occurred to date. No other information was provided.

Event description:
On (B)(6) 2013, it was reported that the patient underwent generator revision on (B)(6) 2014. Attempts for product return have been unsuccessful.